Event description:
It was reported that while attending dr. (B)(6) case with the 3 level nhance, s1-l3, dynamic at l5-s1, he used constellation instrumentation for a wiltse approach. The patient had scoliosis at l3-l4 and l4-l5. Dr. (B)(6) used xlif at these levels. The incision dr. (B)(6) made was relatively large for a true mini-open. However, he used most of the constellation instrumentation anyways. All in all, the case ended well but we hit a few (23) bumps in the road. First, dr. (B)(6) bent the dynamic portion of the nhance rod. The rod was replaced and it is believed this happened because he tightened the rod without the counter-torque. At this point he was provisional tightening only and did not need the counter torque. However, he was cranking down on the cap pretty good. Fortunately, he had to remove the rod to raise the l5 screw and I caught the bend in the rod. Dr. (B)(6) opened a new set and used another rod. Secondly, dr. Coe went through 30, 8 were implanted and 22 were wasted, locking caps he had a difficult time seating the rod in the screws and placing the caps. Dr. Coe used the rod persuader shortly and still experienced difficulty placing the cap and the lines appeared to be aligned. He was quick to blame the instrument and went back to just a rod pusher. Dr. Coe had to back the left l5 screw out a turn and was able to place the rest of the caps with some fuss. In summary, constellation was not necessary in this case because the incision was large enough for most open instrumentation. This report is for unknown locking caps. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. Placeholder.